Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to product performance issue. No additional adverse patient effects were reported. Additional information is being requested from the field. Additional information was received that this s-ICD had been explanted due to this patient receiving 6 inappropriate shocks due to wave oversensing. This was observed post procedure as this patient had received a concomitant implantable cardioverter defibrillator (ICD). The setup was unsuccessful in all vectors. It was thought that the sensing issue was possibly due to sedation. This patient went home and returned to the emergency room (ER) the following day after being shocked. This s-ICD was ultimately explanted and replaced with a transvenous system.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This device is expected to be returned and will be analyzed. A supplemental report will be filed upon completion.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to product performance issue. No additional adverse patient effects were reported. Additional information is being requested from the field. Additional information was received that this s-ICD had been explanted due to this patient receiving 6 inappropriate shocks due to t wave oversensing. This was observed post procedure as this patient had received a concomitant implantable cardioverter defibrillator (ICD). The setup was unsuccessful in all vectors. It was thought that the sensing issue was possibly due to sedation. This patient went home and returned to the emergency room (ER) the following day after being shocked. This s-ICD was ultimately explanted and replaced with a transvenous system.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to product performance issue. No additional adverse patient effects were reported. Additional information is being requested from the field.